Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently display 'connect electrodes' message. As a result, device would not detect a patient load and provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.